Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5647205 on 5/3/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wrinkling concomitant medical products: 350cc mentor memorygel breast implant, catalog # 3503504bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced left sided issues post procedure. The left sided implant had an alternate appearance and the shell was palpable. As a result, the device was explanted on (B)(6) 2019.